Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the shock impedance of the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range values that were greater than 200 ohms. No adverse patient effects were reported. Currently, this ICD system remains in service.